Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter, and charging cable. There was no reported impact to the customer¿s blood glucose level. Customer tried a non-tandem wall adapter and non-tandem cable which resolved charging issue using. Technical support advised that third-party charging supplies were not recommended except for troubleshooting and arranged shipment of replacement tandem wall adapter and charging cable by two-day shipping.